Manufacturer narrative:
Batch review performed on 08 october 2018; lot 175733: (B)(4) items manufactured and released on 15 november 2017. Expiration date: 2022-10-22; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 08 october 2018 the r&d project manager made the following analysis, while checking an image of the broken item: the head of the screw is broken as mentioned in the description of the complaint. The key of the correct preparation of the pre-hole is the correct use of the drill guide; we do not know which is the drill guide used by the surgeon, so we cannot be sure regarding the correct inclination of the hole. The possible uncorrect inclination of the hole could be the root cause of the event. During the insertion of the screw it is possible that the user applied a bending force of the screw to correct the inclination instead of recreate the hole with a correct direction. This operation could lead to the breakage of the screw, but from the received information it is not possible to determine with certainty the root cause of the event. Considerations: even in case of wrong preparation of the hole, a flexible screwdriver is available to avoid the transfer of excessive stress to the head of the screw and the consequently breakage of it.

Event description:
During screw tightening, the screw head snapped off. The surgeon used the appropriate mpact screwdriver to introduce and tighten the screw. The broken screw body was left in situ. The surgery was anyway completed successfully.